Event description:
It was reported that during a retrospective study determined the adequacy of eus-fnb specimens obtained with and without rapid onsite evaluation (rose) for downstream commercial genomic analysis of solid pancreatic lesions in a large, consecutive, multicenter cohort of patients. Between 2018 and 2023, 230 patients were included in the study and divided between the two groups. Two patients had post procedural bleeding and 1 patient who had a concurrent ercp developed post-eus/ercp pancreatitis.

Manufacturer narrative:
Eus-guided fine-needle biopsy sampling of solid pancreatic masses with and without rapid onsite evaluation for commercial next-generation genomic profiling; koushik k. Das, md; 2025; gastrointestinal endoscopy volume 102, no. 6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a retrospective study determined the adequacy of eus-fnb specimens obtained with and without rapid onsite evaluation (rose) for downstream commercial genomic analysis of solid pancreatic lesions in a large, consecutive, multicenter cohort of patients. Between 2018 and 2023, 230 patients were included in the study and divided between the two groups. Two patients had post procedural bleeding which was not device related.